Event description:
It was reported that the patient experienced a pericardial effusion due to the recently implanted right ventricular (rv) lead. A lead revision procedure was performed and a new rv lead was attempted, however, the first implant site did not produce desirable qrs narrowing. Upon immediate extraction of the new lead to re-position it, the lead screw was found to be deformed. Another rv lead was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.